Event description:
The patient reported that they felt shocks across their chest from left to right when they bend their head down and above their hips from side to side when they stand. Follow-up provided that the physician was aware of the shocks; however, the patient was not yet seen in the clinic. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.